Event description:
The home patient (hp) reported being overfilled with fluid while using the homechoice cycler for apd therapy. The hp reported performing a manual exchange of 2000mls during the day, which remained in their peritoneum at the start of the apd therapy. The hp reported that cycler removed 11mls of this day exchange during the initial drain of their apd therapy before the cycler advanced into day fill 1. During day fill 1, the cycler delivered the programmed fill volume of 2500mls and advanced into day dwell 1. The hp reported feeling overfilled during the day dwell and performed a manual drain, removing 4412 mls of fluid. After the manual drain, the hp reinitiated their apd therapy and continued therapy to completion with no further difficulties. There was no patient injury or medical intervention as a result of this incident.